Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
During gamma3 surgery, when the surgeon tried to advance step drill over the guide pin, step drill could not be inserted till the tip of the guide pin. He extracted step drill and the guide pin, and noticed that the guide pin was deformed. Other new guide pin was used and the surgery was finished.

Event description:
During gamma3 surgery, when the surgeon tried to advance step drill over the guide pin, step drill could not be inserted till the tip of the guide pin. He extracted step drill and the guide pin, and noticed that the guide pin was deformed. Other new guide pin was used and the surgery was finished.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. Evaluation revealed the k-wire to be the primary product. No associated products were reported. No deviations were found during review of the manufacturing and inspection documents (DHR). The item returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The abraded material of the k-wire indicates that the k-wire was deflected inside the bone; therefore the step drill hit the k-wire surface and got jammed. Why the k-wire got deflected is unknown, most likely the patient had a hard bone structure or the lateral cortex was not pre-drilled like required in the operative technique. However, the operative technique includes also that the position of the k-wire shall be checked during surgery via x-rays to avoid this kind of issue. The case is classified as user error. No discrepancies were detected during risk analysis review. No non-conformity identified; no actions are in place.